Manufacturer narrative:
Block d2b: additional applicable product code: nhl. Additional suspect medical device components involved in the event: model number/catalog number: db-2203-45, serial number: (B)(6), batch/lot number: 5008484, model/catalog description: argyle lead 45cm sterile kit, unique identifier (UDI) #: (B)(4). The devices remain implanted in the patient and were not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A labeling review did not reveal any anomalies and states that the following may be potential risks associated with the use of the deep brain stimulation (dbs) device: implant site complications such as pain, poor healing, redness, warmth, swelling or wound reopening and infection. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that, at the one month post-surgical follow up and prior to initial programming with neurology, the patient with a deep brain stimulation (dbs) system was noted to have a dry eschar at the scalp and neck incision sites. The patient was asymptomatic; however, the treating physician identified necrotic tissue at the incision scabs and elected to perform a wound debridement and a washout procedure in the operating room to minimize the risk of infection. The patient was prescribed antibiotics, and cultures revealed coagulase-negative staphylococcus and pseudomonas. The patient is doing well and continues to recover post procedure. The devices will not be returned to boston scientific for analysis as they remain implanted in the patient.